Event description:
Implant date: 1989. Post operative images reveal the device was loose and the "fusion not quite solid" explanted on 12/06/1989 at which time it was found the patient had "formed a bursal tissue overlying the plates".